Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecololgical procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic vaginal prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to infected mesh and mesh extrusion. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.